Manufacturer narrative:
Sections with additional information as of 21-dec-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-030: user applied blood to strip before inserting strip into meter.

Manufacturer narrative:
(B)(4). Adverse event report is being submitted due to symptoms related to diabetes: shaky. Meter and test strips were not returned for evaluation. Manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-3). At the time of the call the customer reported feeling shaky; medical attention was not needed at the time. During the call, a blood test was performed by the customer and produced e-3 error using true metrix air meter. The product is stored according to specification; customer stated that she just got the strips from the pharmacy today and everything was sealed and intact. The test strip lot manufacturer¿s expiration date is 02/28/2023 and open vial date is (B)(6) 2021.